Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e216 scope communication error issue could not be determined, however, the issue was likely due to the ingress of water into the scope connector from an observed leak in the channel tube, resulting in an electronic component failure. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image. ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury¿. ¿if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to water invasion. Additional issues were identified during the device evaluation: due to damage to the channel tube, water tightness is lost; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; and due to damage to the channel tube, suction volume did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a therapeutic procedure, the evis exera iii bronchovideoscope displayed error message e216 (scope communication error) while being connected to the evis exera iii video system center systems with the power on. Due to this issue, the procedure was cancelled, and a loaner device was requested. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information (see updated sections d9).